Event description:
The service repair technician reported that during routine testing of the device at the service center, the yellow level sensor showed significant degradation of the sensor face. The level sensor was still functional but was degraded due to the customer using flow meter gel that comes with the disposable pad anchors rather than level sensor gel. There was no pt involvement.

Manufacturer narrative:
This device was manufactured before 1999. The reported complaint was confirmed. The field service representative (fsr) removed and replaced both alarm and alert detectors. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. The fsr informed the customer that the gel they are using causes damage to the level detectors and they need to use the proper gel. The fsr downloaded the data logs and returned to manufacturer for further evaluation. No additional action will be taken at this time.